Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty procedure to the right lower lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient was admitted to the hospital with pneumonia. There was no information provided regarding treatment of the pneumonia. The patient was discharged from the hospital on (B)(6) 2016 and the patient's current condition is reported to be "good."